Event description:
The customer reported being hospitalized not due to insulin pump related. However, the customer experienced high blood glucose greater that 465mg/dl. The caller stated that the insulin pump did deliver a bolus as he was disconnected. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime and the insulin did exit. The time, date, and programming were correct. The customer stated that he got a no delivery alarm with previous infusion set. The high pressure test was completed and the test passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.